Event description:
It was reported that this device exhibited premature battery depletion and battery depletion (bd) alert. Battery longevity was 45% and decreased to 14%. Device was explanted and returned for analysis. Patient came into the emergency room due to loss of consciousness. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to field b5:describe event or problem, correction to field h6:patient codes.

Event description:
It was reported that this device exhibited premature battery depletion and battery depletion (bd) alert. Device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion and battery depletion (bd) alert. Device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.